Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
The event involved a plum solo, during go live device reported to command center with the following issue: propofol stopped infusing and patient woke up. Occurred on night shift. Stating there was no alarm. The status of the product at the time of event was during infusion. There was patient involved but no harm was reported.